Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced cellulitis at his chest incision site after implant on (B)(6) 2016. The patient was reportedly treated with IV antibiotics and no further intervention was needed. The device history record for the implanted generator and lead were both reviewed. Both products were verified to be sterilized per manufacturing specifications prior to release for distribution.